Event description:
The following literature was reviewed. Title: surgical outcomes of late open conversion after endovascular aortic repair author: rina akanume, et al. Source: the japanese journal of vascular surgery (2025), vol 34 supplement, o18-6. This study reviewed the clinical outcomes of late open conversion (loc) performed after endovascular aortic repair (evar) at the reporting hospital. Among 594 evar procedures conducted between 2013 and 2024, nine patients (1.5%), all male with a mean age of 74 years, underwent loc. The median interval from evar to loc was 1,411 days (3.9 years). The mean aneurysm diameter increased from 53.3 mm immediately after evar to 67.0 mm prior to loc. Devices used in the original evar included gore® excluder® aaa endoprosthesis (4 cases), endurant (2 cases), afx (1 case), powerlink (1 case), and combination of endurant and afx (1 case). Loc was performed emergently in one aneurysm ruptured case and electively in eight cases. The causes of sac enlargement (number of cases) included type ia (3), type ii (2), combined type ia and ii (1), combined type ib and ii (1), and type v (2) endoleaks. Seven patients underwent partial stent-graft explantation with graft replacement, while two underwent lumbar artery ligation and aneurysmorrhaphy. Although the ruptured case could not be saved, postoperative outcomes for the remaining eight patients were favorable. In conclusion, the authors stated that loc outcomes at the reporting hospital have been favorable, and with the trend toward less invasive surgical strategies, earlier intervention with downsized procedures may be a reasonable option when long-term results are expected to be acceptable.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. Literature title: surgical outcomes of late open conversion after endovascular aortic repair source: the japanese journal of vascular surgery (2025), vol 34 supplement, o18-6 w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.